Event description:
On 5/16/94, pt had initial breast implant surgically implanted. On 8/15/94, pt returned to operating room for removal of left implant and replacement of same due to leakage of original.